Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged on aspirin and clopidogrel. During the routine 45-day follow-up transesophageal echocardiography (tee), an immobile, laminar, device related thrombus was noted on the atrial facing surface of the closure device. Max area of the thrombus was 1.7 cm. There was no further information provided at the time of this report.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: impact code updated from f26: no health consequences or impact to f2303: medication required.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged on aspirin and clopidogrel. During the routine 45-day follow-up transesophageal echocardiography (tee), an immobile, laminar, device related thrombus was noted on the atrial facing surface of the closure device. Max area of the thrombus was 1.7 cm. There was no further information provided at the time of this report. It was further reported that the patient's medication regimen was adjusted, discontinued clopidogrel and started apixaban.